Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards duraflex low pressure mitral bioprosthesis, model# 6625-lp, PMA# p870077. Method: device remains implanted. Additional manufacturer narrative the device was not returned to edwards for analysis as this remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. At this time, no additional information has been obtained which indicates the patient has undergone intervention for the failing surgical valve. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information that this failing surgical mitral valve underwent intervention with placement of a transcatheter valve (valve-in-valve).

Manufacturer narrative:
Additional manufacturer narrative: no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical mitral valve is failing due to mitral regurgitation caused by structural valve degeneration. The implant duration of the surgical valve is approximately eleven (11) years. As reported, intervention has yet to take place; however, the patient is scheduled to undergo valve-in-valve intervention. No additional details provided.